Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsymphony¿ so waste leakage occurred outside of instrument. User impact was not reported. The following information was provided by the initial reporter: it was reported that the unit shuts off by itself and the customer noticed fluid under the unit and on the floor. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes, the counter top and floor. 3. What was the fluid that leaked? Sheath fluid. 4. What is the source of leak -- waste line or non-waste line? Waste line connector. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any spray of fluid under pressure? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsymphony¿ so waste leakage occurred outside of instrument. User impact was not reported. The following information was provided by the initial reporter: it was reported that the unit shuts off by itself and the customer noticed fluid under the unit and on the floor. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes, the counter top and floor. What was the fluid that leaked? Sheath fluid. What is the source of leak -- waste line or non-waste line? Waste line connector. Was the customer exposed to blood or bodily fluids? No. Was there any spray of fluid under pressure? No.